Manufacturer narrative:
Unit received with broken end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was broken. The customer was washing dishes and was wearing the insulin pump on his arm when the tubing got caught on the neck of the faucet. The infusion set was ripped out and the insulin pump fell to the ground. The belt clip and the bottom of the insulin pump broke. The bottom of the insulin pump was coming out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.